Manufacturer narrative:
Other text: h6: health effect and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found missing battery. Plunger flippers are partially open. Broken ac cord clamp. Functional testing performed power up process, ran wireless script and performed wireless test which passed. Base task debilitated and base task timeout are both non-issue advisory alarms that indicate the pumps wifi connection to the network has been temporarily interrupted. V1.5.1 (and above) software provides for the immediate and automatic network reconnection of any wifi interruption. No action is required to correct the temporary wifi interruption. The pump is performing as intended. Visual inspection for clamp not working: inspected plunger head and found the plunger flippers were not seated correctly. The timing plates were assembled incorrectly. Correctly reset the timing plates. The root cause of the reported issues was found to be user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported of a device base task timeout. Clamp not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.